Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and material deformation appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the circumflex artery. An attempt was made to advance a 3.5 x 19 mm graftmaster covered stent to the lesion, but the device failed to cross due to the anatomy, and the stents struts were flared. The perforation was ultimately sealed. There was no adverse patient sequela reported. No additional information was provided.